Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance issue. A different lead was used to complete the procedure. No adverse patient effects were reported.